Event description:
Reporter indicated that vns patient was explanted due to infection. There was some question as to whether or not the patient actually had an infection because it was reported that the pt was seen just one week prior to explant and had no signs of infection at that time. Additionally, it was reported that the patient had psychological issues, was reluctant to receive the implant to begin with. It was reported that the patient wanted the device explanted right after implant. Further follow-up revealed that the patient was seen by neurologist for follow-up approximately two weeks post-implant at which time the site was swollen and the patient was experiencing a "gushing feelng" and nausea. Motrin was prescribed at this visit. At next office visit approximately 5 days later, treating neurologist reportedly believed that a fluid pocket had formed at the generator site and referred the pt to neurosurgeon who subsequently explanted the device. The infection has reportedly resolved.